Event description:
It was reported that a patient presented remotely via merlin. Net, the implantable cardiac monitor (icm) exhibited intermittent under sensing caused by inappropriate pause episodes. A remote programming change was performed to extend the pause episode. No patient condition was reported.